Manufacturer narrative:
Concomitant product: 6cn75r, 6cn75r 7.5mm adt flex trach w tg cuff x1 (lot# unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that routine trach change done with same type and size of trach as previous. After the trach change, the patient either becomes immediately short of breath once off the vent (using the speaking valve) or notices intermittent shortness of breath throughout the day while on his speaking valve. Also notices some intermittent difficulties with speaking while on the vent, depending on positioning of the trach. This was also alleviated when the trach tube was pushed up towards his chin.

Manufacturer narrative:
Additional information: g3, h6. Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.